Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. Please note that this report concerns the same adverse event as reported to FDA under MFR report #2954323-2022-35052. This report is being submitted as new/additional information regarding the adverse event was received by adc on 22 sep 2022. All further follow up reports regarding this adverse event will be submitted under this report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the adc device. The customer became hypoglycemic with loss of consciousness and fall. Additionally, the customer reported that they had broken their leg and fractured shoulders during fall. The customer was hospitalized and provided unspecified intravenous treatment while in hospital. No further details were provided. As the customer did not provide readings from time of event, although low sensor readings were reported, it cannot be confirmed if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the adc device. The customer became hypoglycemic with loss of consciousness and fall. Additionally, the customer reported that they had broken their leg and fractured shoulders during fall. The customer was hospitalized and provided unspecified intravenous treatment while in hospital. No further details were provided. As the customer did not provide readings from time of event, although low sensor readings were reported, it cannot be confirmed if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.